Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported failure to deploy needles appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices, using a pre-close technique, via 8f sheaths prior to an endovascular aortic repair (evar) procedure. Reportedly, at the left common femoral artery access site, a cuff miss occurred. Another proglide device was used with the same results. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. Reportedly, at the heavily calcified right common femoral artery access site, a suture break occurred. Two additional proglide devices were used but the needles would not deploy due to heavy calcification. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14f on both sides. The evar procedure was completed and hemostasis using the successfully preplaced proglide sutures on both sides. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.